Manufacturer narrative:
(B)(4). The report of a leak was not confirmed, the assignable cause was not determined. A batch review revealed no manufacturing issues.

Event description:
The complaint was received from a home patient (hp) who states that during priming the set, the machine alarmed reload the set 158 and discovered the cassette had a leak. The hp tried another cassette and it worked fine. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s.the lot number was provided; therefore a batch will be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.